Manufacturer narrative:
(B)(4). Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the guide wire to detach. The guide wire was not returned which may have aided in the evaluation. It is possible that during handling that the guide wire was separation if resistance was met and force was applied to remove the guide wire from the dispenser coil, although this could not be confirmed. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive hypotube junction pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A conclusive cause could not be determined for the reported guide wire separation. The device was not returned for analysis. A search of the device lot history record indicated no nonconformances for the lot and a search of the complaint database indicate no related incidents. In summary, based on this investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that after the balance middleweight (bmw) universal ii guide wire was removed from the packaging, it was observed that the device was separated at the proximal area. The device was not used, and there was no patient involvement. A new bmw universal ii guide wire was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.